Event description:
It was reported that pump experienced malfunction code 12 with fault ID 12-0x2071, and no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer was informed pump needed replacement, device was within warranty, and customer received replacement pump and used it as backup therapy while the problematic pump was arranged to be returned to tandem technical support.